Event description:
It was reported that during the implant procedure, the right ventricular lead's helix would not retract fully for repositioning as impedance measurements were consistently high during testing with the analyzer. It was also noted that the helix was rotated in excess of one hundred turns. The lead was removed and a new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that the distal conductor was distorted, the inner insulation was kinked/buckled, the inner insulation was pulled apart due to overstress, the distal conductor connector pin was bent, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.